Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with a maryland bipolar forceps instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used in a robotic assisted laparoscopic prostatectomy (ralp), urology. During the procedure, the site also used a monopolar curved scissors, a maryland bipolar forceps, a forceps and a needle driver.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have damage of the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation show damage which may indicate potential damage during use. Additionally, the instrument was found to have scratch marks on the yaw pulley near the conductor wire with the damaged insulation. A review of the log showed no errors.